Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and delayed in responding to presses. Additionally, it was reported that multiple intermittent "cartridge load errors" occurred during the load sequence. Reportedly, customer loaded a new cartridge to address the issue. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and declined further troubleshooting from tandem technical support, therefore no additional information could be obtained.